Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported the customer's drive support cap was damaged. Customer reported their drive support cap was sticking out. The customer also stated insulin was squirting out during a manual prime. The customer's blood glucose was unknown. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.